Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21311. The patient has a thoracic and a peripheral system implanted. The patient received two off-label peripheral leads with the same number. It was reported during a programming session, the patient experienced a jolt when the scs system was activated. X-rays indicated the patient's peripheral leads had migrated and were coiled up. Diagnostics exhibited low impedances. The physician decided against surgical intervention at this time, and instead will consult with the pain management physician regarding a pain pump. The patient is receiving some stimulation from the leads, however, it is in a lower area than before.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.